Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, all keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection revealed that the keypad cover was punctured and torn near the down arrow keypad button. The contrast keypad button was working normally; however the ok, up arrow, and down arrow buttons were unresponsive. The keypad cover was removed and investigation revealed that the down button contact was inverted, creating a short in the keypad circuit. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.